Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer did not provide evaluation results.

Event description:
The customer reported to philips healthcare, "when it (the device) is charging, it sends a message that power is interrupted, and then it restarts on its own and it displays that it is without a battery." There was no report of pt involvement or adverse pt impact.